Event description:
It is reported that the patent was revised due to pain and a loose screw in the articular surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.